Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure of the left ventricular lead, the physician had difficulty advancing the lead into the coronary sinus. The physician tried advancing the lead multiple times but was unsuccessful; the physician suspected that during the procedure the patients branch was dissected which caused the lead to become stuck and would not advance. The lead was removed and replaced the physician stated that the physician did not believe the lead caused the dissection. The patient was in very good condition post surgery and would continue to be monitored.